Event description:
It was reported that the patient presented with an infection at the implantable cardioverter defibrillator (ICD) implant site due to a dog scratch. It was noted that the patients right ventricular (rv) lead exhibited elevated thresholds. The ICD and right ventricular (rv) lead were extracted due to the infection. It was noted the patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.